Manufacturer narrative:
A1: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely low nucleated rbc (nrbc) and falsely elevated wbc generated on alinity hq processing module. The customer confirmed the values with a microscopic manual count. The customer provided the following data for sample ID (B)(6)1: on (B)(6) 2024, nrbc on alinity hq was 0.00 while under microscope result was around 420. Wbc result on alintiy hq was 67.4 10e3/ul while the correct result was 12.3 10e3/ul. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer reported falsely low nucleated rbc (nrbc) and falsely elevated wbc generated on alinity hq processing module. The customer confirmed the values with a microscopic manual count. The customer provided the following data for sample ID (B)(6) : on (B)(6) 2024, nrbc on alinity hq was 0.00 while under microscope result was around 420. Wbc result on alintiy hq was 67.4 10e3/ul while the correct result was 12.3 10e3/ul. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The alinity hq analyzer serial number (B)(6) was evaluated. The instrument service history review revealed one additional ticket associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity hq with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for alinity hq analyzer as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.